Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received a replace generator soon message. A software update was performed but was unable to clear the message. Over time, the patient received an end of service message. As a result, the patient plans to undergo surgical intervention on a late date.

Event description:
Additional information gathered revealed the patient's ipg was explanted and replaced to address their issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.